Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual cramps became more powerful after insertion of essure') in a 43-year-old female patient who had essure (batch no. B72573) inserted. The patient's medical history included multigravida (gravida 4), parity 4 and shoulder pain. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal method: l be 20 (interpreted as laparoscopy)). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be unrelated to essure. The reporter commented: events not necessarily related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual cramps became more powerful after insertion of essure') in a 43-year-old female patient who had essure (batch no. B72573) inserted. The patient's medical history included multigravida (gravida 4), parity 4 and shoulder pain. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal method: l be 20 (interpreted as laparoscopy)). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be unrelated to essure. The reporter commented: events not necessarily related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual cramps became more powerful after insertion of essure') in a (B)(6) female patient who had essure (batch no. B72573) inserted. The patient's medical history included multigravida (gravida 4), parity 4 and shoulder pain. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal method: l be 20 (interpreted as laparoscopy)). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be unrelated to essure. The reporter commented: events not necessarily related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.